Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. A chest x-ray was performed, and it looked like the lv lead had moved. There appears to be more slack in the lv lead than before. Technical services (ts) discussed lead testing and lead configuration options. Additional information received indicated the patient will continue to be monitored. This lead remains in service. No adverse patient effects were reported.